Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports the femoral impactor bumper broke while impacting the femoral component. Per email correspondence, the procedure was completed without delay using a back-up device, with no patient injuries. Therefore, no further clinical assessment is warranted. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference number: case(B)(4).

Event description:
It was reported that during tka surgery, while impacting the femoral component, the journey ii cr locking femoral impactor bumper left broke inside the patient. All pieces were recovered from the patient and procedure was finished using a backup device from smith and nephew, without surgical delay and no injury to the patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.